Manufacturer narrative:
Product event summary # product ID# 694765. The full lead was returned. Analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: d284drg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient suddenly had syncope and aconuresis near home and was sent to the hospital where rescue was unsuccessful and the patient died. It was noted that the patient had recently asked for analysis report of the device. A cause of death was requested and not received. Additional information was received and reported that the cause of death was not clarified by the physician and remains unknown. It was also noted that the physician did not allege a product performance issue. Additional information along with a request for analysis indicates that the family doubted the quality of the product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.